Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. The field service engineer (fse) replaced the row board cable. The customer tested the device and verified the fix by inventorying the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary unit, an invalid cubie memory error occurred, resulting in failure of the entire drawer. The issue was identified as mha5s2-aux2 position 5-2, with a reported read/write invalid cubie memory error affecting a half-height cubie drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.